Event description:
Reportable based on the product analysis completed on (B)(6) 2012. It was reported that during a coronary stenting treatment procedure the device was unable to cross the lesion. The 75% stenotic lesion was located in the severely tortuous and severely calcified left anterior descending artery. The physician predilated the lesion with a 2.5x20mm maverick balloon and then advanced the 2.75x32mm promus element stent to the lesion but was unable to cross. The procedure was completed with another 2.75x32mm promus element stent. No patient complications were reported and the patient's status is good. However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). A visual and microscopic examination revealed that the stent struts were twisted and stretched over the distal marker band. The most proximal rows of the stent were not damaged, and this section of the stent has not moved. The outer diameter of the stent area where no damage was present was measured and met specifications. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).